Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a no delivery alarm on the insulin pump. The customer's blood glucose level at the time of the incident was 105 mg/dl and current blood glucose level was 394 mg/dl. The customer's blood glucose level 110 mg/dl and was treated with a glass of juice, then in the morning the blood glucose level was 120 mg/dl. The customer had a high blood glucose level 394 mg/dl. The customer was treated with insulin injections and the blood glucose was 360 mg/dl. The customer was advised to monitor pump and blood glucose. The insulin pump will not be returned for analysis.